Event description:
It was reported that this was a bilateral arteriotomy closure of a left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 5f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, when depressing the plunger, the needles did not deploy successfully, resulting in a cuff miss with two proglide devices in the lcfa and one proglide device in the rcfa. The sutures of two new proglide devices were successfully pre-placed, in both access sites. The sheath was upsized to a 22f sheath, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices mentioned in b5 are being filed under separate medwatch numbers.